Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the returned product confirmed the reported breakage. A previous investigation has been conducted for this failure and the root cause of the occurrence was determined to be process related. In order to prevent failure at the weld between the rod and handle, the welding process at the supplier has been updated from a laser weld process to a tig weld process. The change went into effect at the supplier in (B)(4) 2009. The current returned device was manufactured in october 2007, prior to the supplier corrective action in june of 2009. No additional corrective action required. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The extractor broke and vise grips were used to mallet out the trial.